Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. As received, the trunk cable connector's pins were bent, preventing the electrode belt from securely connecting to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of an electrode belt for an unrelated issue, a reportable malfunction was identified. Electrode belt (B)(4) was unable to connect to a monitor.